Manufacturer narrative:
The reported event of communication anomaly could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The reported event of failure to communicate is consistent with out-of-range wand placement during usage and not a device malfunction.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was difficulty interrogating the device. It was found that the device had migrated due to infection. The device and leads were explanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-05504, 2017865-2022-05505.